Manufacturer narrative:
It was reported to abbott, a patient stated their ipg has always rubbed on their rib cage which has worsened over time. The patient underwent a revision where the ipg was relocated to their abdomen. Two extensions were implanted to facilitate the relocation. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient was implanted with lead extensions and the ipg was repositioned.